Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump had several motor error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s parent stated that the drive support cap was protruded. Customer reported a high blood glucose event and treated with manual injection and insulin pump. Customer declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify exposed to magnetic rays anomaly due to compromised force sensor system alarm noted. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.